Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the lv perforation cannot be confirmed; however, it was likely related to procedural factors (i.e. Readjusting the guidewire position). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tf tavr procedure, a left ventricle (lv) wire perforation occurred while crossing the aortic annulus with the delivery system. The bav was done with a non edwards's balloon. Post bav the patient decompensated and it took awhile for her blood pressure to go back up. The patient recovered with medication. While crossing the native valve, inadvertently, the user pulled back the wire a little bit and it looked like it had caught into something. At that time the commander nose cone was slightly across the native valve. The position of the wire was adjusted and the procedure continued. The 26mm sapien 3 valve was successfully deployed 80:20 aortic/ventricular position with no central leak and no paravalvular leak (pvl). The patient did not recover post deployment. They started CPR, but the patient remained unstable, so bypass was initiated. Echo revealed a pericardial effusion. Pericardiocentesis was performed, but the patient did not stabilize and heart rate continued to slow down. The chest was opened and they found a wire perforation on the lv, high on the septal wall, near the valve. However, the injury was not caused by the valve. The valve was in good position and working fine. The lv was surgically repaired with a patch. Since the patient had significant cad it was decided to perform a 3 vessel bypass at this time, to prevent a future second sternotomy. At the end of the surgery the s3 valve was confirmed to be working well. The patient received 16 units of blood, and could not be weaned off bypass at the end of the procedure, and continued on ECMO afterwards. She continued to bleed after arriving to ICU, significant abdominal distention was seen. The attending felt she was having an issue with her platelets due to the significant blood transfusions and long pump run. Due to her poor prognosis the family decided to withdraw care and the patient passed away later that evening.